Event description:
A report was received that the trial patient was experiencing severe back pain. The physician believed the pain was due to infection. The patient underwent an explant procedure due to suspected infection. The patient was given oral antibiotics and is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e, serial # (B)(4), description: st linear trial lead with pre-loaded 0.014 stylet - 50 cm. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.